Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were called in to reprogram the patient but was unable to get stimulation because all electrodes were greater than 40,000 ohms. The rep reported that the healthcare provider (hcp) ended up pulling the lead because the patient was not getting benefit and they didn't want him to go through the weekend with it still implanted. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are:product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturer representative (rep). The patient started their trial on (B)(6) 2019 and it was reported that the patient had some issues with the patient programmer (pp) and out of range (oor) impedances. The wireless external neurostimulator (wens) was reprogrammed immediately after trial. The patient continued to have oor issues, even when they tried to increase the amplitude, so the patient was instructed to use a different program. When the patient was seen on (B)(6) 2019, the wens was replaced, and the lead was inspected. It was also reported that the patient had open circuits on electrodes 0, 1, and 4 with every other electrode reading greater than 40,000 ohms. These electrodes were no longer in use. There were no falls or other issues with the implantation of the trial lead. The patient was then reprogrammed to another high definition (hd) setting and was followed up by a nurse practitioner (np). The physician ended up having the patient¿s lead pulled so the patient wouldn¿t have to go with minimal improvement in pain and increased infection risk. Lastly, a re-trial surgery was scheduled for (B)(6) 2019. There were no further complications reported or anticipated.